Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device. The procedure was completed successfully without adverse consequence to the patient. The patient is doing well and will be monitored with routine follow-ups.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).